Event description:
It was reported that there was a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level since the caller declined to answer regarding this aspect. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which was acknowledged and understood by the caller.